Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Phone no: (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was initially reported that the pin on the end of the mesher was bent. At investigation evaluation the device was found to have a damaged comb. No adverse events were reported as a result of this malfunction.